Event description:
Customer reported taking regular insulin based on blood glucose result of 210 mg/dl obtained on the advantage system. Twenty minutes later, the customer was incoherent; emergency medical technicians (emts) obtained blood glucose result of 32 mg/dl on their device and treated the customer with an IV (contents unknown). Customer was hospitalized for three days. Requested return of suspect device and replacement was sent.